Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the cooling duration should be extended if the patient did not meet the cooling target within 2-4 hours in an arctic sun device. Nurse also asked if there were any negative effects with not reaching the cooling target within this time frame. Informed nurse stated that the cooling was initiated around 0730 this morning. The patient had a hard time cooling and did not reach the target temperature of 33c until 1730. The provider wanted to know if they would recommend extending the cooling duration. Informed nurse they were unable to make a recommendation if duration should be extended or not. This would be up to their protocol and the providers clinical judgement. Discussed cooling duration window and effects on patient. Consulting medical affairs msl's for any supporting research.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported issue could not be determined. Nurse also asked if there were any negative effects with not reaching the cooling target within this time frame. Informed nurse stated that the cooling was initiated around 0730 this morning. The patient had a hard time cooling and did not reach the target temperature of 33c until 1730. The provider wanted to know if they would recommend extending the cooling duration. Informed nurse they were unable to make a recommendation if duration should be extended or not. This would be up to their protocol and the providers clinical judgement. Discussed cooling duration window and effects on patient. Consulting medical affairs msls for any supporting research. A DHR review is not required as the serial number is unknown. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the cooling duration should be extended if the patient did not meet the cooling target within 2-4 hours in an arctic sun device. Nurse also asked if there were any negative effects with not reaching the cooling target within this time frame. Informed nurse stated that the cooling was initiated around 0730 this morning. The patient had a hard time cooling and did not reach the target temperature of 33c until 1730. The provider wanted to know if they would recommend extending the cooling duration. Informed nurse they were unable to make a recommendation if duration should be extended or not. This would be up to their protocol and the providers clinical judgement. Discussed cooling duration window and effects on patient. Consulting medical affairs msl's for any supporting research.